Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top case was cracked front corners. The plunger lever did not work. Case bottom cracked by left bracket. Left plunger case has broken screw boss. Customers reported issue was duplicated during inspection. Parts in the plunger head were missing and the carriage was damage. The root cause of the reported issues was determined to have been caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: installed missing parts in the plunger head and replaced damaged parts in the carriage.

Event description:
It was reported that device had a bad rod. No patient injury reported.